Manufacturer narrative:
At the present time there are no replacement parts available to complete the repairs needed for this issue. Once available, replacement parts will be provided to the user facility to repair the unit and return it to service.

Event description:
The complaint was reported by a foreign distributor on behalf of one of their customers. The distributor reported the following: "our [ ] technician called me from the hospital saying that the unit failed the est o2 calibration. They repeated the test several times with the same results. However, once they removed the o2 hose and then reconnect the same, the est pass completely. The o2 cell is calibrated and the vent works fine. However, if the customer shutdown the vent and remove the hoses and later reconnect the air/o2 and repeat the est, the issue repeats itself".